Event description:
Customer reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issue reappears, which the customer acknowledged and understood.